Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-critical alarm occurred due to a low reservoir. The pump was later refilled. There were no patient symptoms. It was later reported that there was a volume discrepancy noted at the refill. Additional information was requested but was not available at the time of this report.